Manufacturer narrative:
H10: internal complaint reference: (B)(4). Geetala r, zhang j, maghsoudi d, madigasekara a, krkovic m. The use of the taylor spatial frame in treating tibial osteomyelitis following traumatic tibial fracture. Strategies trauma limb reconstr. 2024 jan-apr;19(1):32-35. Doi: 10.5005/jp-journals-10080-1613. Pmid: 38752193; pmcid: pmc11091894. Section h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that in the literature review titled "the use of the taylor spatial frame in treating tibial osteomyelitis following traumatic tibial fracture," 15 patients experienced malunion after undergoing external fixation surgery using the taylor spatial frame from smith & nephew due to tibial osteomyelitis. According to the article, malunion was defined as the abnormal orientation of bone alignment that required a separate prescription of correction by the tsf or subsequent reoperation to correct the deformity. Furthermore, it was mentioned that six (6) patients were treated further with ankle fusions due to non-union or malunion. No further information is available.